Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class iii underwent an initial implant procedure with a transcatheter aortic valve. The patient had comorbidities including dyslipidemia, hypertension, coronary artery disease, and stable angina, and had previously undergone coronary angioplasty. Ongoing pharmacological therapies included asa, ace inhibitors, and beta-blockers. At the end of the procedure, major access site complications of stenosis was observed, for which a surgical suture was performed. Standard electrocardiography was conducted pre- and post-procedure, with post-procedure results showing left bundle branch block (lbbb). No treatment for the lbbb was reported.

Manufacturer narrative:
Conclusion: the product design or manufacturing processes of the medtronic device have not been identified as the cause of the event. Vascular access related complications, such as bleeding, hematoma and perforation, are known potential adverse patient effects per the device instructions for use (IFU) and are typically related to patient factors (such as anatomy and comorbidities), and/or procedural effects (such as the sheath used, user technique, and puncture cut location). There was no information to suggest a failure to meet manufacturing specifications was related to these events. Updated: b5, b7, g3, h6, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class iii underwent an initial implant procedure with a transcatheter aortic valve. The patient had comorbidities including dyslipidemia, hypertension, coronary artery disease, and stable angina, and had previously undergone coronary angioplasty. Ongoing pharmacological therapies included asa, ace inhibitors, and beta-blockers. At the end of the procedure, major access site complications of stenosis was observed, for which a surgical suture was performed. Standard electrocardiography was conducted pre- and post-procedure, with post-procedure results showing left bundle branch block (lbbb). No treatment for the lbbb was reported. Additional information was received that the physician assessed the complications as not related to the device and causally related to the procedure.